Event description:
It was reported that the device was explanted after an implant duration of zero days, due to a failed ring repair, secondary to stenosis. Information learned through follow up with surgeon.

Manufacturer narrative:
Device not returned.